Event description:
Nellcor puritan bennett received a report of mechanical failure issues on the device. Bloody secretions had mirgated past the end of the suction port junction to the top of the tube. The caller reported that the patient was extubated without adverse effects. The caller reported that the sample associated with this complaint has been discarded.